Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Tandem technical support sent the customer replacement charging supplies to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.